Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot#: j0322158v, implanted: (B)(6) 2003, explanted: (B)(6) 2009, product type: lead. Product ID: 748925, serial#:(B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2009, product type: extension. Other relevant device(s) are: product ID: 3888-56, serial/lot #: (B)(4), UDI#: (B)(4) ; product ID: 748925, serial/lot #: (B)(4), ubd: 14-may-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy. The patient mentioned that they had their previous ins moved in 2009 as ¿the wires fell out of their neck¿. They had their ins moved ¿up to buttocks and from buttocks to their back¿. No further complications were reported/anticipated.